Manufacturer narrative:
(B)(4). This is an ancillary service event. The root cause of the fluid volume accuracy testing failure was determined to be deteriorated door piston foam. If any relevant additional information is received, a follow up MDR will be sent.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed the test due to the following results: fill 1 at 828.6ml and drain 1 at 828.5ml. The specified range is 750.0ml to 828.0ml.